Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Company representative reported, "patient with signs and symptoms of prosthesis rupture. With tests, showing capsulectomy and rupture. Patient with pain and breast irregularities". And "simple cysts in breasts. Which is not device related". This is for the right side device. The device remains implanted.

Event description:
Healthcare professional later reported capsular contracture, baker grade IV, and ¿rotation¿ and the seroma was identified and approximately 20 ml of serous fluid was drained in the office before the imaging tests. This is for the right side device. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a6, b3, b5, b7, d1, d2a, d2b, d4, d6a, g4, h4, h6 a review of the device history record has been completed. No deviations or non-conformances noted. The reported events capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.